Event description:
Allegedly, eprd reported 16 new complications for evolution® tibial inserts re-revision (6 infections, 1 malalignment, 1 loosening, 5 other and 3 unknown). No further information was reported. This incident is capturing 3 unknown.